Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported that the patient's lead appeared to be fractured. An x-ray revealed that one wire was broken. It was reported that the patient's ipg was turned off; therefore, they were not receiving stimulation. Follow up on the patient found that the patient was reprogrammed using only half of the lead. Subsequently, the patient reported effective stimulation coverage. No further information is available at this time.